Manufacturer narrative:
Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2018, product type: extension; product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2018, product type: lead; product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2018, product type: extension. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from patient. When asked the circumstance that led to removing ins after a few months later, patient stated after the battery removed, wire started sticking out of the same area. It was unknown the current status of the ins, the one had been removed. No further complication and events were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2018, product type: extension; product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2018, product type: lead; product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2018, product type: extension. Other relevant device(s) are: product ID: 3708140, serial/lot #: (B)(4), ubd: 16-dec-2012, UDI#: (B)(4); product ID: 39565-30, serial/lot #: (B)(4), ubd: 24-nov-2012, UDI#: (B)(4); product ID: 3708140, serial/lot #: (B)(4), ubd: 16-dec-2012, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted with a neurostimulator (ins) used for failed back surgery syndrome and chronic low back pain, spinal pain. It was reported patient had a lot of rejection with the implant. Patient noted that she had the implant removed, and the healthcare provider (hcp) left in the wires, as patient thought she might get a newer system at a later date. Patient noted the wires started to come through her skin, so hcp removed the wires sometimes between (B)(6)-(B)(6) 2018. No further complication and events were reported. Refer to related event for ins removed.